Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device log showed the occurrence of errors on 8/7/23. Prior to the errors occurring, the device prompted a battery warning and low battery conditions on 6/10/22 and the device generated an alert indicating that the remaining battery capacity was less than 0%. On and prior to the event dates associated with error codes, the device prompted the user to replace the battery, indicating a replace-battery condition. The device underwent testing, a self-test was performed, and passed with discrepancies occurring, internal inspection was performed and found no abnormalities and passed. The battery that was used during the event was not returned for further evaluation, the main board was replaced as part of the repair process. The investigation is closed as "unaddressed /advisory message". Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed error code "e05" observed in the error log. Complainant did not indicate that there was any patient involvement in the reported malfunction.